Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that while the patient was driving today they felt a jolting sensation from their chest to their left arm. The event occurred 45 minutes prior to the call. The patient reported that they continue to feel a tingling sensation down their left arm. The patient stated that they do not have a managing healthcare provider (hcp). It was suggested that the patient turn stimulation off and that they follow up with a hcp. Patient services suggested the ER if they needed to see a physician.